Manufacturer narrative:
Concomitant medical products: fr99525 tissue valve was implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that the right ventricular (rv) lead had fractured, as well as possible loss of capture and exhibited high thresholds, short v-v intervals, high and undefined impedance with bipolar and unipolar impedance warnings. It was also reported that the rv lead exhibited apparent low r waves, oversensing of artifact/noise on ventricular electrograms (egm). The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.